Manufacturer narrative:
(B) (4).

Event description:
The patient felt shocking at the site of his left implantable neurostimulator. It started suddenly while the patient was sitting on his sofa drinking coffee. There was no fall, injury, or accident related to the event. There was no new source of electromagnetic interference. Neurostimulator on/off options were reviewed with the patient. A field staff representative was contacted. The patient was also directed to his hcp for further troubleshooting. Please see MFR report # 3004209178-2010-02083. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.